Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer service team provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred. Caller acknowledged and understood.